Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between december 16- 17, 2024. H11: a device was received for evaluation. Visual inspection was performed on the sample and leakage was not easily identified by initial visual inspection from the port; however, a cut edge of the primary container was identified. Functional leak testing was performed on the returned sample and no leak was found from the port. The reported leak from the port was not identified; however, a cut corner of the bag was found which could result in a leak. The cause of the cut could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.